Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). (B)(6) 2009.

Event description:
Litigation alleges the patient suffers from pain. Update rec'd (B)(6) 2014 - sales rep reported revision surgery. Patient was revised to address pain. The information received does not change the MDR decision. Update (B)(6) 2016-pfs and medical records received. Pfs alleges elevated metal ion levels. After review of the medical records for MDR reportability, the revision operative note indicated pain and elevated metal ion levels (no labs). The stem is being added to the complaint.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added: b5, d10, h3, h6- no code available is to capture surgical intervention. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: litigation alleges the patient suffers from pain. Update rec'd (B)(6) 2014 - sales rep reported revision surgery. Patient was revised to address pain. The information received does not change the MDR decision. The complaint was updated on: (B)(6) 2014. Update (B)(6) 2016-pfs and medical records received. Pfs alleges elevated metal ion levels. After review of the medical records for MDR reportability, the revision operative note indicated pain and elevated metal ion levels (no labs). The stem is being added to the complaint. The complaint was updated on: (B)(6) 2016. Update ad (B)(6) 2018. Com-(B)(4) was re-opened under pc-(B)(4) due to receipt of ppf and sticker sheets. Ppf has no new allegation. Added law firm. Doi: (B)(6) 2004; dor: (B)(6) 2014; left hip.